Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that her back hurts from having to squeeze her abdominal muscles to void on her own.